Manufacturer narrative:
Device was used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Journal article received: radiographic and functional results of osteosynthesis using the proximal femoral nail antirotation (pfna) in the treatment of unstable intertrochanteric femoral fractures; sahin s., erturer e., ozturk I., toker s., seckin f., akman s.; acta orthopaedica et traumatologica turcica; (2010); 44 (2):127-134 reported: blood transfusion was required in one patient intraoperatively and five patients postoperatively. Device was reported as synthes product. This is 2 of 4 for unknown nail for complaint (B)(4).